Event description:
Healthcare professional additionally reported "undesired cosmetic appearance". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, implant exchange from textured to smooth due to the concern of the product.

Event description:
Healthcare professional reported left side "leak" and "implant exchange from textured to smooth due to the concern of the product." Device remains implanted.